Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unintended food bolus for 30 grams of carbohydrates was delivered by the pump. Reportedly, the customer did not request the bolus. The customer's blood glucose (bg) level decreased to 40 mg/dl and contact assisted the customer to consume glucose to address bg. Per tandem technical support review of pump data logs, bolus was delivered via user interaction. However, the contact maintained that the customer did not request the food bolus. Reportedly the customer reverted to manual injections for insulin therapy.